Manufacturer narrative:
The pt remains stable on vad support. The device is being analyzed on site by the manufacturer's technical service personnel. A supplemental report will be submitted when the manufacturer's investigation is completed. There is no further info at this time.

Event description:
It was reported by the vad coordinator that the top module of the dual drive console (ddc) stopped pumping the pt's vad pump. The pt was hand pumped and was switched to a backup ddc. During the event, a pressure alarm was seen and no drive line pressure was felt out of the back on the console.